Manufacturer narrative:
Results: no samples or photographs were received from the customer in support of this complaint. Visual examination of the retained samples from the implicated lot number did not identify any instances of damaged syringes. Conclusion: unconfirmed complaint. Evaluation of the retained samples and review of the DHR did not confirm the reported defect.

Event description:
It was reported that bd preset¿ syringe with attached needle 23 g x 1 in had a fissure. No serious injury, blood to mucous membrane exposure or medical intervention was reported.

Manufacturer narrative:
Correction: the date received by manufacturer was reported as 11/10/2016. The actual date received by manufacturer was 11/04/2016.